Event description:
Patient received an implant on (B)(6) 2012 of a bifurcated device, a limb extension, and an aortic extension. During the patient's one month follow up the computed tomography scan revealed a slight in-folding of the proximal edge of the aortic extension and clotting in the aortic extension. On (B)(6) 2012, the patient was treated with an infrarenal aortic extension and a suprarenal aortic extension to correct the in-folding. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of computed tomographic scans, discharge summary and operative notes by the medical director, there is no evidence that the devices caused or contributed to the reported event. Device operated according to specifications.

Manufacturer narrative:
Lot reads w11-4313-0015, lot should read w11-4941-005. Expiration date reads 08/31/2012, expiration date should read 09/30/2012. MFR date reads 09/22/2011, MFR date should read 11/02/2011.